Event description:
It was reported by the aci clinical specialist that a patient underwent an interventional coronary procedure on an unknown date. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the patient was discharged after the procedure and returned to the hospital a day and a half later with an alleged rp bleed. It was reported that the groin shot revealed a high stick. The patient required a blood transfusion and was hospitalized for a couple of days. The patient was reported as doing fine after she received a blood transfusion. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.